Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Procedure date? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2021-05560.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. Suture breakage occurred and the surgery was delayed 5-10 minutes. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/14/2021 additional information: h6 a manufacturing record evaluation was performed for the finished device batch pgp728 and no non-conformances were identified. Additional h-3 summary: an opened box with thirty-six packets of product code ep8704sl were for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. Additional information was requested, and the following was obtained: - what tissue was being approximated or sutured when it broke? >> coronary artery - what was used to complete the procedure? >> the new one of ep8704slh - procedure date? >> (B)(6) 2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 07/14/2021 corrected information: d9 corrected h6 component code: g07002 ¿ reported condition not confirmed